Event description:
It was reported that during a procedure the hose came off of the canister and liquid splashed out. There was no patient or user injury as a result of the event. There was no medical treatment or intervention and no adverse consequences associated with the device.

Manufacturer narrative:
The device was evaluated by a stryker foreign subsidiary and it was found that the canister cap was broken.